Event description:
It was reported the patient came into the emergency room feeling light headed with intermittent loss of capture. There was noise on the vtipring egms. The rv lead appeared fractured. The physician placed a temporary pacing lead. Thereafter the lead was capped and device is currently inactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.